Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2015 with the following findings: during investigation, the pump powered on with audible and vibratory alarms functioning properly. A visual inspection of the pump showed that there was a crack in the battery compartment. The battery cap was found to have stripped threads and the top of the cap was worn. Evaluation revealed that the battery cap height measurement was above specification; the battery cap width was within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case-battery compartment, battery cap) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.